Event description:
Customer reported that while pipetting on summit the technician noticed that no sample or reagent was added to well d12 on the microwell plate. No alarm or error message was generated by the summit. The service engineer replaced parts and verified proper operation. No death or serious injury was associated with this incident.